Event description:
It was reported that the plate was broken and a revision surgery was performed.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. In addition to the primary mandibular reconstruction plate, 11-holes, with template (55-15911) there were also a total quantity of 5 reported screws (50-20412 and 50-20408 ) which are captured in complaints # (B)(4).

Manufacturer narrative:
The reported event ¿breakage - postoperative¿ could be confirmed, because of the visual inspection. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure and the secondary cracks in the area of the breakage. Strong plastic deformations with material bulging and a metal coil indicate high forces acted on the plate during application / removal. The lot numbers are not available, and no postoperative CT-scans or x-rays of the initial surgery can be provided. The senior global medical director stated the plate was inserted appropriately and for the correct indication. Based on the performed investigation, there is no indication for an incorrectly working product or any design, material or manufacturing related issue.

Event description:
It was reported that the plate was broken and a revision surgery was performed.